Event description:
A malfunction identified as malf 12 occurred, and there were no notable events preceding this issue. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and after resetting, the malfunction did not recur. Customer was advised to continue using the pump and to contact technical support if the issue occurs again, which the customer acknowledged and understood.